Event description:
It was reported that the box of bd luer-lok¿ tip syringes had no label on it. The following information was provided by the initial reporter: "customer received a box with no identifying label".

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the box of bd luer-lok¿ tip syringes had no label on it. The following information was provided by the initial reporter: "customer received a box with no identifying label".

Manufacturer narrative:
Investigation summary: no sample or photo was received for evaluation or confirmation of reported defect. A device history review was unable to be performed since label missing. Since no samples displaying the reported condition were received a potential root cause could not be defined.